Event description:
It was reported this r-port was placed in 1999 without incident. Seven days prior to event date, difficulty accessing the port revealed a leak in the catheter. During removal of the device on event date, the distal portion of the catheter fractured and migrated to the heart. Retrieval of the detached catheter segment was successful and without patient complications. The patient's condition is good. This device has not been returned for eval. Therefore, no failure analysis is available. Since this port was in place for twenty-one months and no difficulty accessing this device was encountered prior to this incident, co believes initial placement, user technique during access, and/or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.